Event description:
It was reported that the cursor position on the screen does not match the stylus position. The programmer was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the overlay/bezel assembly was replaced and the stylus was also replaced. (B)(4).